Manufacturer narrative:
A request for the return of the device has been made. The facility, through in-facility testing, confirmed "user error" by finding the label to set the infusion rate was placed on backwards. Baxter is not able to confirm the finding since the facility is unwilling to send the pump in for evaluation.

Event description:
The hospital's biomedical technician reports one infusor pump in which a bolus dose of propofol 10 mg/ml, infused at a higher rate than programmed during patient use. The anesthesiologist noted the overinfusion, stopped the flow, changed the unit and continued the patient's treatment. No injury or medical intervention is reported. The biomedical technician later found the label for setting the rate of the infusor was placed on the device backwards, which led to the device being set at the wrong rate and the overinfusion. Though requested, no add'l info was provided.